Event description:
Philips received a complaint by the customer on the v60 indicating that a 1124 "battery failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The device was taken out of service. No patient or user harm was reported. Per good faith effort (gfe) response, the customer confirmed that a 1124 "battery failed" error occurred. The remote service engineer (rse) previously e-mailed the bench repair document to the customer and created a bench repair work order (wo) for the customer. However, the customer stated that the respiratory department decided not to spend the money to repair this device. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.